Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was getting stimulation in the left leg rather than the right, as a result of an accident two weeks before the report. The doctor had ordered x-rays, no results were available. It was also noted that the pt was unable to adjust stimulation since the programmer was wet, dropped, or crushed. Additional info has been requested, but was not available as of the date of this report.